Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event is unknown. The sample was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced abdominal pain and had his peg-j tubes removed. It was discovered during the removal that the j-tube was knotted and had a bezoar at the end. On an unknown date, the peg-j tubing was replaced.